Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the washer ring is partially sticking out and the piece of the reservoir popped off. Customer stated that it first cracked and then fell off. Customer unhooked the pump from her bra and noticed that a piece of plastic had fallen off. Customer stated that the rubber ring is loose and not in position correctly. It was found that the inside portion of the plastic is missing and the damage is on top of the reservoir compartment. Customer also experienced a low blood glucose while sleeping and she believes that she over-estimated the carb ratio. Customer's blood glucose was 43-47 mg/dl. Customer experienced several lows while trying a new diet and attributes the low to her lifestyle change. Customer also talked to her doctor regarding the low blood glucose and her basal rates are currently adjusted. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.